Manufacturer narrative:
(B)(4). Device evaluated by MFR: the rotablator plus unit was returned with the related guidewire was inserted in the plus unit. The spring tip was not returned with the returned devices. An initial examination of the plus unit was carried out. It was noted on visual inspection that the distal coil of the catheter was kinked, approximately 3.5cm from the burr. The burr was microscopically examined. No issues were noted with the annulus of the burr. The burr annulus was within specification. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same case as MDR ID#: 2134265-2011-01145. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 20mm long, 99% stenosed greater than 45 degree angled lesion was located in the severely calcified and severely tortuous distal left circumflex artery (lcx). Following placement of the floppy rotawire guide wire, the physician ablated the lesion with the rotablator rotalink plus 1.25mm burr, however the physician encountered resistance and the burr did not cross the leison. The physician then noted the guide wire to be fractured with one fragment remaining in the posterolateral lcx and the second fragment in the posterior descending lcx. No retrieval of the fragments was attempted, however the physician placed coils to secure the wire fragments. The patient has been discharged from the hospital. No further complications were reported and patient status was reported as fine.